Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your cartridge every 72 hours or as recommended by your healthcare provider.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer sometimes had been using the same cartridge for over 3 days on the mobi pump. Tandem customer technical support informed customer that the cartridge is indicated for use with the mobi pump for 3 days. Customer changed cartridge and infusion set to address the issue. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy in some instances and other times by correction bolus via the pump.